Event description:
The hcp reported the pt presented with symptoms of an infection of the device pocket. These included redness, swelling, and pain. A culture of the device pocket was positive for "meth resistant staphyl. Aureus." The pt was treated with IV antibiotics and total device system explant. The infection resolved and the pt experienced no drug withdrawal. The pt had a risk factor of decubitus ulcer.